Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 11 event was reported for this quarter product return status 10 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status 8 events were confirmed during testing. 8 devices were found to be affected by a bend in the device. 2 events were not confirmed during testing; the device was found to be within specifications. Product disposition this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device was bent. Eleven events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 2 previously reported events are included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a bent component. 1 device evaluation is in progress.   Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes: malfunction events in which the device was bent. 11 events had no patient involvement; no patient impact.

Event description:
This report summarizes malfunction events in which the device was bent. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Supplemental rationale: corrected data: 11 total events were initially reported. 11 previously reported events are included in this follow-up record.   Product return status: 11 devices were available for evaluation: 9 devices were received. 2 devices were evaluated in the field.   Evaluation status: 9 reported events were confirmed during testing.  9 devices were found to be affected by a bent foot. 2 reported events were not confirmed during testing.   Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.